Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed downstream occlusion calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: product received date (B)(6) 2024. H3: one device was returned for repair with complaint that the pump failed downstream occlusion calibration. Service history review identified the complaint was not related to a previous service of the device within the review period. No relevant information was found in event log.